Event description:
It was reported that pump housing around usb port was damaged, which affected ability to charge and led to pump shutdown, and pump could no longer be guaranteed watertight. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode before return, and was informed that pump settings and cgm connection would need to be set up on replacement pump, while technical support arranged replacement pump shipment, and requested return of damaged pump using prepaid label within 10 days.